Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a hemostatic valve separation and brim cap detachment occurred. Device evaluation details: on 1/14/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. Visual inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the sheath. Adhesive was normally applied to bond the clear hub and the brim cap. These findings were reviewed and determined they continue to be deemed MDR reportable as reported in the initial 3500a medwatch report. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the detached hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a hemostatic valve separation and brim cap detachment occurred. During preparation for the ablation procedure, the orange cap on the port of the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿large ¿pop off¿ and the valve became detached as well. The sheath was replaced, and the issue resolved. There were no patient consequences, the sheath was not being used on the patient as the issues occurred while prepping the sheath for use.